Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf head. (B)(4).

Event description:
It was reported there was a noisy signal on the patient ECG (electrocardiogram). It was also reported there was a system test failure message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was a noisy signal on the patient ECG (electrocardiogram). It was also reported there was a system test failure message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the noisy electrocardiogram (ECG) signal and attributed it to a loose ECG connector. Analysis could not confirm the reported error. Analysis did find a noisy system fan which was replaced. No other anomalies were found. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.